Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer reported they cannot provide that information for confidentiality reasons.